Manufacturer narrative:
No prod returned for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicated, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels ( 400 mg/dl). Troubleshooting was performed and pump passed delivery sys check. Reportedly, the customer changes the cartridge and infusion set every 3-4 days.